Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller stated that since september they had very bad pains worse than they had before. Caller stated they had a problem since they "sat up and it was like being tased" across their torso and after that their "sciatica had kicked in." Caller stated their doctor had said it was fine, but they did not want to get depressed about it. Caller also stated that 2 weeks ago their van back door came down on their lower back sciatica and it felt like it "burst or something." The caller was redirected to hcp to further address. Caller mentioned they felt like they were 25 years old again and were so grateful when they got their ins.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back in to report that their issue has not been resolved. They met with their representative and managing doctor and they reported the implant was fine. However the pt still was not getting any relief from their stimulation. The patient clarified that the van door coming down on their back felt like something burst but it was not working at that point anyway. The patient stated when they felt like they were being tased was when they had their legs in the air.